Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was noted to have down trending of hemoglobin (hgb) (9.0 > 8.4 > 7.2).  Patient also reported melanotic stools for 1 day.  No alarms were associated with the loss of volume from the gastrointestinal (gi) bleeding. The gi team was consulted on (B)(6) they decided to defer invasive diagnostics until the patient stabilized.  The gi team felt the best course of intervention would be to send the patient to interventional radiology (ir).  On (B)(6) 2017 the patient went to ir for a left gastric artery embolization.  Since that procedure the patient has remained stable from a gi bleed standpoint. No additional information available.